Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, both response buttons were not functional. The cause for the failure was caused by the response buttons center domes were off center. The root cause of the off center domes could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.